Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse evaluated the unit and replaced the power cord/ac line cord cable. The fse completed the pm and the iabp unit was cleared for clinical use. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site. The full event site name is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 was found to have a high earth resistance. There was no patient involvement; thus, no adverse event was reported.